Manufacturer narrative:
Device history review could not be verified as lot number was not provided. No samples were returned for investigation, therefore a root cause could not be determined. We will continue to monitor trends for this product.

Event description:
Customer reported the hot pack burst, although, no one was injured. No further information was provided by the customer.